Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet after being off the device for over four hours following treatment for a prior hypoglycemic episode, with a recorded blood glucose high of 383 mg/dl and approximately three hours above range; no back-up therapy, ketone testing, alerts, or professional intervention were reported. Symptoms included hyperglycemia without reported acute complications. Outcomes included no reported long-term impairment or hospitalization. Investigation included review of available use history and troubleshooting with user education. Investigation of this case revealed no evidence of device alarms or malfunctions and the hyperglycemia was assessed as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.